Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad melted and a small portion was not returned. In addition, due to the tissue pad damage the distal of the clamp arm and the blade tip was damaged. The device was tested with a test handpiece and generator and was functional the blade was noted to have minor damage at the tip. This damage occurred after the tissue pad melted, exposing the clamp arm and allowing the blade to make contact. It is possible that this resulted in an alert screen to be displayed during use. The damage to the tissue pad damage may occur when applying pressure between the instrument blade and tissue pad without having tissue between them and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was reported that during a laparoscopic ventral hernia procedure, the rep was called to case saying part of the teflon pad fell off (a few mm from the tip) of a harmonic device. It was reported that they were taking down a lot of adhesions. The broken piece was unable to be located in the patient. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.